Event description:
This rn was drawing blood for labs through the neutron cap attached to the patient's port, the neutron cap became filled with blood and this rn could not flush the blood through the neutron cap. This rn changed the neutron cap days earlier due to the defective neutron cap being filled with blood, putting the patient at risk for infection and thrombosis. This event had no detectable harm. The device mentioned was disposed.